Event description:
A physician reported an incident of edema post operative routine cataract surgery during which one of the products used was healon d. The patient recovered without complication.

Manufacturer narrative:
Batch samples and retained samples from the reported lot were tested and met all manufacturing specifications. There have been no other complaints received for this lot number. The physician reported the patient recovered without sequelae. While we are unable to definitively determine the cause of this adverse event, the results of our investigation reasonably suggest it is not manufacturing related.